Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 121.5 cm from the terminal pin. Only the terminal segment was returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection revealed the trilumen insulation was partially abraded then ruptured through to the conductor approximately 16-17 cm from the terminal pin. It appears the insulation abrasion was from lead-on-can contact.

Event description:
Boston scientific received information that noise and oversensing resulted in inappropriate anti-tachycardia pacing (atp). Additionally, the threshold measurements on the right ventricular (rv) lead were high and the shock impedance measurements varied between 110 and 140 ohms. The pacing impedance measurements were greater than 4000 ohms. During the lead revision, it was noted the lead was fractured. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.